Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: were clips falling off of device jaws? Or were clips falling off of vessel after applied? Was there any change to procedure or post-op patient care as result of issue that occurred? The clips were falling off the device jaws, this was noticed before even attempted to staple a vessel. They opened a new one and it worked, there were no patient consequences.

Event description:
It was reported that during a bladder resection procedure, the clips were falling off and were crossing over scissoring. The case was completed with another device of the same product code. No patient consequences were reported. No additional information was available.